Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during preparation for insertion, the purge cassette lost sterility. A replacement cassette was used. Prior to the replacement, the white plug was connected and new case start initiated after replacing the purge cassette. A new case display did not appear, instead it went straight to a placement screen after restart. The procedure was completed with no harm or injury to the patient.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Not available because product ic6839 was not returned.

Event description:
The device was saved and will be returned.

Manufacturer narrative:
B5: added additional information regarding the devices return status.

Manufacturer narrative:
D6a and d6b should have been left blank e4 was inadvertently omitted on the initial manufacturer device report.